Event description:
The customer reported an alarm related to the tandem mobi cartridge during the loading process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed the alarm occurred with consecutive cartridges and decided to replace the pump. The customer was informed about the replacement that would have updated software and was provided with training information. Instructions were also given for safely returning the problematic pump to tandem. The customer will continue using the current pump as backup therapy in the meantime.